Event description:
It was reported that the ilet displayed a ¿35 ¿ insulin occlusion¿ alert during meal announcements despite full supply changes, with hyperglycemia documented at 369 mg/dl and subsequent 334 mg/dl; the user had administered fast-acting insulin two hours prior and later resolved the occlusion alert after restarting the ilet and replacing the infusion site. Symptoms included hyperglycemia. Outcomes included device alarm notifications and the need for user intervention. Investigation included troubleshooting with a full supply change, device restart, infusion site replacement, and a firmware update, along with arranging a goodwill order of infusion sets. Investigation of this case revealed that the occlusion alert cleared and normal operation resumed after infusion site replacement and restart, indicating site- or setup-related interference was likely. It was concluded that the cause of hyperglycemia was unclear, with the device functioning after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.